Event description:
Failed angioplasty at the superficial femoral artery with rupture of the saber balloon sheared off at it's origin. Unsuccessful attempt for retrieval with snares which then resulted in an open incision with very minimal retrieval results.